Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. Follow up revealed that the blood leak occurred less than thirty minutes into the treatment, and the leak was reported to be internal. The blood leak was visually observed in the dialysate lines and in the dialysate compartment of the device. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. A blood leak test strip was used to test for the presence of blood, and it tested positive. Medisystems bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted, and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) could not be provided. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. Following the event, the machine was pulled from service for evaluation. Upon completion of the inspection, it was confirmed there was nothing wrong with the machine. The machine was subsequently returned to service. The dialyzer was not available for manufacturer evaluation; it was reported that the device would be discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.